Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device 2). The patient's attorney made no allegations related to the bard/davol 3dmax (device 1). Not returned.

Event description:
It is alleged that on (B)(6) 2012 the patient underwent surgery for implant of a bard/davol 3dmax mesh (device 1) and/or an unspecified bard/davol bard flat mesh (device 2). As reported, the patient underwent additional surgical intervention. It is alleged that the patient is making a claim against the bard flat mesh (device 2). Attorney alleges patient experienced unspecified injuries and emotional distress due to the defective device.